Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd wingset, the device experienced blood splatter/leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: it was reported that blood leaked after retracting the needle. ¿here is one that one of the team members had. She said that when she retracted the safety, whatever blood was left in the line squirted all over the floor and her drawer. There was also blood that started leaking from the rubber stopper on the inside of the hub that got on the tube.

Event description:
It was reported when using the unspecified bd wingset, the device experienced blood splatter/leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: it was reported that blood leaked after retracting the needle. ¿here is one that one of the team members had. She said that when she retracted the safety, whatever blood was left in the line squirted all over the floor and her drawer. There was also blood that started leaking from the rubber stopper on the inside of the hub that got on the tube.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed in for the manufacturing site. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.